Event description:
At about 4 months after the primary surgery, the patient came in reporting instability. The patella was also dislocated and it was fixed with soft tissue repair. The surgeon revised the insert (10mm) with a thicker one (14mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-aug-2022. Lot 2109013: (B)(4) items manufactured and released on 09-sep-2021. Expiration date: 2026-08-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: gmk-sphere 02.12.e001rp patella resurfacing size 1 e-cross (k202022) lot. 2012664: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2025-12-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.